Event description:
It was reported patient underwent a right comprehensive reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to disassociation of the glenosphere from the baseplate. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00195 / 00196).